Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The actual cause of the issue was found to be with the host pc. The failure analysis performed for the host pc showed inconclusive evidence of the reported failure. However, the fse replaced the host pc, hard drive and reinstalled the software which resolved the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc failed, and the system would not turn on. There was no reported patient or user harm. The device was reportedly not in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the host pc and hard drive and restored the software. The system was reconfigured and tested and was returned to use in good working order.